Event description:
It was reported that during the procedure in the 3.0mm-diameter, moderately tortuous mid left anterior descending coronary artery, a 1.2x6 mini trek rx balloon dilatation catheter was advanced, with resistance, to a 10mm-long, heavily calcified, eccentric, 99% stenosed, chronic total occlusion de novo lesion. While pre-dilating the lesion, the mini trek balloon ruptured during the first inflation to 6 atmospheres at 10 seconds. The mini trek was withdrawn from the anatomy without resistance. A non-abbott balloon was used to complete pre-dilatation, followed by a non-abbott stent deployment. There were no patient effects and no clinically significant delay in completing the procedure. The device was soaked prior to use and prepared inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for analysis. Return of the catheter may have further aided the evaluation. Physical resistance within the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support, and is not generally associated with a product quality deficiency. Furthermore, balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked per the instructions for use (IFU) and was prepared inside the body. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported complaint. It is possible that the balloon interacted with the other devices and/or the tortuous and calcified lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture could not be determined. As mentioned above, the device was prepared inside the body. It should be noted that the preparation for use section of the rx trek/mini trek IFU cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot and all lot release testing met specification. There does not appear to be any indication of a product quality deficiency.